Event description:
It was reported that the intraocular lens was removed intraoperatively from the patient's right eye due to a bent haptic noted during insertion. The incision was enlarged to remove the lens and another lens of the same model was implanted successfully. The patient's prognosis was reported as stable. Please reference MDR# 1119279-2013-00085 for the delivery device used during the event.

Manufacturer narrative:
The lens was requested, but has not been received by bausch and lomb. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.